Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for follow-up, post-paced t-wave oversensing was observed via egm on the ventricular channel. Programming changes were made. Patient will continue to be followed normally.

Event description:
New information notes that additional episodes of t-wave oversensing had occurred. It was observed that the previous recommended changes were not made. Programming changes were made successfully today. The patient will be followed normally.